Event description:
It was reported that colonovideoscope had the scope communication error(e216). The event occurred during inspection for use for a diagnostic procedure before sedation. The intended procedure was completed using a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: occasional screen noise after drying. A root cause could not be identified. Based on the investigation results, the most probable cause of the complaint was traced to a component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.